Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine (25 mg/ml), ketamine (15 mg/ml), and dilaudid 10 (mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that she had an unrelated spine surgery on (B)(6) 2021 and the surgeon notified her then that the spinal segment of her catheter was broken. The patient was taken to surgery on (B)(6) 2021 and intraoperatively it was determined that the spinal segment of the catheter was broken. The cause of the issue could not be determined. During the procedure, the entire catheter was replaced. It was noted that the pump was also electively replaced during the procedure. The pump had been empty since (B)(6) 2021. Per the reporter, there was no complaint associated with the pump. The new pump was filled with preservative free normal saline. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.